Manufacturer narrative:
Investigation summary: two photos and two loose 10ml syringes filled with 10ml of clear fluid were received. It was observed in the photos and physical samples, there was a translucent film present on each of the stoppers that appeared to be silicone. The syringes were manipulated so the quantity could not be determined. Silicone is an inert, non-toxic medical substance used as a lubricant for disposable hypodermic products. It is an integral part of the syringe, enabling it to perform as required in various clinical applications and does not present a safety or efficacy issue nor does it impact product function. The silicone application process is designed to provide an even distribution of silicone on the interior of the syringe barrel. Silicone has been in use in this application for over 20 years. No reports are known of adverse clinical effects associated with these products and unintentional delivery of silicone fluid lubricant. Additionally, it could not be determined if the medication and/or storage or the device influenced the silicone as the intended use is immediate. The reported defect was not identified in the samples received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: n/a. The reported defect was not identified in the samples received.

Event description:
It was reported that at least 2 bd 10ml syringe luer-lok¿ tip bulk convenience paks experienced foreign matter in device cannula/needle/syringe or other fluid path component. The following information was provided by the initial reporter: material no: 309605, batch no: 0084627 and 0084626. With these two particular lots, there is a white translucent white patch, it is at the border and it is sitting at the tip of the plunger on top of the rubber seal. We removed the plunger from the barrel, and wiped it away mechanically it was a slick fluid. Part name: bd sterile syringe convenience trays ¿ bd 10 ml syringe quantity: roughly 65 units were visually inspected and identified with this issue with these two lot numbers but lot number 0084626 had an overwhelming majority of the amount. Date of event: n/a this is recurring.